Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted is not available for evaluation. It has been determine that this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) cannot be reviewed as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a (B)(6) y-o female underwent for a valve in valve procedure within a perimount valve, size 19mm, after an implant duration of approx. 13 years due to svd and regurgitation. A sapien 3 valve, 20mm, was implanted successfully by tf approach. The patient was noted as to be well after the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.